Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs lead kit, model: 6173, UDI: (B)(4) serial: (B)(6), batch:10438740.

Event description:
It was reported that the patient suffered a stroke and was hospitalized in the intensive care unit. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
During the process of this complaint attempt were made to obtain complete event information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.